Event description:
It was reported that a spectrum pump alarmed for a system error 322. This occurred in the emergency room care area, however, there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by loose screws on the upper auxiliary. As a result, the upper auxiliary has been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.